Event description:
It was reported via repair work order that there was damage to the power inlet filter. It was reported that the caregiver was allegedly shocked when they plugged in the bed. No patient injury was reported and no clinically relevant delay in treatment was reported.